Manufacturer narrative:
E. Initial reporter event site name (B)(6). Event site postal code (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use, the cs100 intra-aortic balloon pump (iabp) equipment triggered a low negative pressure alarm. The equipment was immediately replaced. There was no patient harm reported.